Manufacturer narrative:
A supplemental medwatch will be submitted upon completion of the product evaluation.

Event description:
The customer reported that following a diagnostic catheterization procedure in 2005, an attempt was made to deploy a vasoseal elite. During the deployment procedure, the locator was placed and deployed several times, but resistance was never felt. During the last attempted, the locator lost access to the artery. The locator was removed. The locator was dissected because the deployer felt that the locator never had a j segment present. No evidence of the j segment breaking off in the pt was see. The pt's leg and groin were flouro'd and there was no sign of the j segment. The pt was fine following the procedure and had no bloodflow issues.